Manufacturer narrative:
Concomitant medical device: d314drg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the patient was seen in the emergency department. An interrogation of the device was done and it was observed that there was occasional p-wave undersensing of the atrial lead during arrhythmia and that the patient was possibly shocked for rvr (rapid ventricular response). The device was explanted and replaced six days later and the atrial lead remains in use. No further patient complications have been reported as a result of this event.